Event description:
It was reported that, "hip pain since surgery. Thr, trident cup (B)(6) 2008. Loose acetabular component."

Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report.